Event description:
It was reported that after a da vinci-assisted surgical procedure, error 40068 occurred every time system shut down. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The customer reported that error 40068 occurred every time system shut down. The fse reseated the auxiliary video board (avp) board connections to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.